Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came into the emergency department with experiencing a pocket infection and/or erosion. When the patient rolled over, bleeding was noted from the wound. The patient was given antibiotics and would be monitored.